Manufacturer narrative:
Updated fields - b4, d9, e1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) found unit to have continuous fiber optic bit failures in logs. Replaced fiber optic sensor extension module (d012-00-1562) after seeing minor but concerning wear and screw kit, cardiosave pm schedule b (d040-00-0458-02). Device function confirmed. Device passed all testing and was confirmed working. Ready for patient use. Returned to customer.

Manufacturer narrative:
Due to character restrictions in block e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use on a patient cardiosave intra aortic balloon pump (iabp) went into error condition and stopped working. There was no patient harm or injury reported.